Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00024.

Manufacturer narrative:
On 08/25/2021, infutronix confirmed with the service provider that the affected device was lost in transit and therefore no root cause could be established. The reported issue was not confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021 , a distributor of infutronix reported an issue on behalf of an end user: "I returned your machine with remaining medication. You need to understand that your device has significant flaws. Doctors and nurses said there have been many times where the cord separates. They even tried to tape it to protect it." End user was notified when receiving the note and the end user was able to clarify where there was a separation: the tubing itself became separated, disconnected from the catheter connector and was not able to be reconnected to the catheter even with clinical instructions. Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.